Event description:
User received low results for five patient samples on multiple assays. One example for total protein was provided. Initial result was 1.1 g/dl, repeat result was 7.6 g/dl. The erroneous results were not reported and consequently, no patients were treated based on the erroneous results. The field service representative determined there was gel on the sample probe and noted the user had replaced the sample probe prior to his arrival. Performance tests were performed which were within specification.